Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead..

Event description:
The patient reported that their stimulation changed from their right leg (the desired location), to their left leg. The patient is concerned that their leads have moved. The patient stated that they fell in the tub, and also bent over to pick up soap. They noted that they were not supposed to be bending over, as they were recently implanted. The patient tried to increase the amplitude with their patient programmer, but this did not resolve the issue. The patient was directed to follow up with their healthcare provider. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.